Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible pump under delivery. The customer blood glucose level was 275 mg/dl at time of incident and current blood glucose level was 328 mg/dl. Customer treated with insulin pump. Customer alleges insulin pump was under delivering because when they normally change the set insulin pump had insulin flow is blocked alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.